Event description:
A customer had a problem with an scd system. The customer reports, "post-surgical pt had scd's initiated at approximately 12:00. On the am of the next day pt complained of calf pain. Nurse removed scd devices due to pt's continued complaint of pain. Pt developed worsening symptoms of edema and redness in the lower extremities gradually. Pt was diagnosed with bilateral anterior compartment syndrome and required surgical intervention."